Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratches on the lcd window and a broken belt clip. The device had cracked display window corners, battery tube threads, and reservoir tube lip.

Event description:
It was reported, on (B)(6) 2012, the customer was attempting to deliver a bolus and the buttons were not responding. Customer attempted to resolve issue by replacing the battery and it was still not responsive. Customer was advised to discontinue use of the device and revert to back up plan. Blood glucose was not captured. No further information reported.